Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter outer sheath came apart. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, it was noted that the outer sheath of the catheter came apart while inside the patient. The device was removed; however was noted to be unstable after that point. The procedure was completed with another of the same device. There were no patient complications and the patient's status is fine.

Event description:
It was reported that the catheter outer sheath came apart. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, it was noted that the outer sheath of the catheter came apart while inside the patient. The device was removed; however was noted to be unstable after that point. The procedure was completed with another of the same device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed buckling/kinks on the shaft located at 62 to 70.5cm from the tip. Functional testing was complete and the device functioned as designed pertaining to the rotation of the device. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).